Event description:
The patient presented with 62.5% stenosis in the left internal carotid artery (ica). Following angioplasty, the physician was attempting to access the lesion with the stent delivery system, when the guidewire became stuck in the ica c1-2 segments. There was no vasospasm and it is unknown why the guidewire became stuck. The stent delivery system was exchanged for a microcatheter and this was used to remove the guidewire. Extravasation was noted and the patient's condition declined. The bleeding was stopped using a balloon catheter and the patient was endotracheal intubated. Osmotic diuretic mannitol and free radical scavenger radicut were given to the patient. A dynamic CT scan revealed a subarachnoid hemorrhage (sah). It was confirmed the patient had an acute hydrocephalus and a ventricular drainage was placed. The patient's condition continued to deteriorate. Multiple brain infarctions with progression of the significant brain swelling led to the patient's death eight days post procedure. The physician stated that a cause of death was a developed stroke and was not related to the devices used in the procedure.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation, sah, stroke and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.